Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll and reported that the patient's garment had rubbed his side and cut him. It was reported that the cut was bleeding. A bandage was placed on the cut. The patient's medical outcome is unknown, as follow-up attempts were unsuccessful.